Manufacturer narrative:
The associated complaint device was not returned. Without the actual product involved and/or device information, our investigation cannot proceed. If the device or new information is received in the future, this complaint can be re-opened. No further actions are being taken at this time. We consider this investigation closed.

Event description:
It was reported that during surgery, upon imaging surgeon decided to change the trajectory of a screw. The hole was re-drilled with a va drill guide without the guideblock. Upon insertion, the screw did not lock and went through the hole.